Manufacturer narrative:
Image review: case report provided from 9/13/2024. Native aortic valve appears to be a sievers 0 bicuspid with only two sinuses seen. Prosthetic leaflets appear calcified. Calcification seen outside tav frame. Evolut implant depth: left coronary cusp (lcc) 6.1 mm and right coronary cusp (rcc) 2.6 mm. Transesophageal echocardiogram (tee) report review: tee report provided from 9/09/2024. Calcification and thickening of all three prosthetic leaflets. Fixed ncc, lcc, with reduced mobility of rcc. Severe aortic stenosis. Mild central aortic regurgitation. Calcification and thickening outside tav frame proximal to tavi leaflets. Moderate mitral regurgitation. Mildly dilated left ventricle and moderately dilated left atrium. Ejection fraction is approximately 30-35% with severe systolic dysfunction due to global hypokinesia reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 conclusion: a review of the device history record shows that this device met all manufacturing specifications for product released to distribution. No issues were noted that would have impacted this event. The valve remained implanted; therefore, it was not returned to medtronic for analysis. No images of the implantation procedure were available for medtronic to review. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Several years post-implant high gradients, calcification, regurgitation, paravalvular leak (pvl), stenosis, leaflet thickening, reduced leaflet mobility/motion (relm), and effusion were observed. High gradients can be related to valve related factors (degeneration, thrombus, calcification, etc) or non-valve related factors (left ventricular outflow tract (lvot) obstruction, patient pressures, left ventricle (lv) dysfunction, etc). Gradients can be observed despite normal device functionality. Calcification is a bioprosthetic valve failure that is patient influenced. As calcium deposits form on the valve, they can potentially cause narrowing at the opening of the valve. The presence of calcification and its rate of formation is dependent on patient condition (e.g., blood chemistry). Central regurgitation (including aortic, mitral, pulmonary, and tricuspid) and pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Stenosis, leaflet thickening, relm can be a manifestation of structural valve dysfunction (e.g. Calcification). Several factors can contribute to the onset and propagation of these failure mechanisms such as patient medical history (age, disease stage, comorbidities, etc.), pharmacological factors, and/or intrinsic properties of the valve itself. Calcification likely contributed to the reported events. Effusion is a known effect that can occur after cardiac procedures due to procedural complications. Effusion may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. As reported, the leaflet thickening and reduced mobility on the right coronary cusp (rcc) resulted in severe left ventricular systolic dysfunction, decompensated heart failure with reduced ejection fraction and hypoxia, which likely contributed to the pleural effusion. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the patient had transient hypotension which recovered quickly when treated with phenylephrine. The valve was implanted in a good position with no significant regurgitation and a mean gradient of 12mmhg. Two years after the procedure, the patient's mean gradient was 9mmhg with trace aortic valve regurgitation, as well as trace mitral, tricuspid and pulmonary regurgitation present. Three years after the implant procedure, the patient had a mean gradient of 45mmhg with mild paravalvular leak (pvl). Approximately 3 years 7 months following the implant of this transcatheter bioprosthetic valve, the valve was severely calcified, restricted and stenotic. All three leaflets were thickened, with the non-coronary cusp (ncc) and left coronary cusp (lcc) fixed and reduced mobility on the rcc. This resulted in severe left ventricular systolic dysfunction (lvsd), decompensated heart failure with reduced ejection fraction (hrref) and hypoxia. The patient also had pleural effusion, pulmonary congestion, pulmonary edema and mild central aortic regurgitation. Moderate mitral regurgitation remained, and trivial tricuspid regurgitation was observed. The patient was hospitalized as an inpatient in the cardiology ward, and was being assessed for a valve-in-valve procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.